Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported eight (8) u by kotex regular absorbency tampons falling apart upon removal leaving pieces inside. Consumer removed pledget pieces herself. A month later she was diagnosed with a bacterial infection and prescribed antibiotics. The cause of infection was not determined by the doctor.